Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When torquing down the outer nut on the h/h conn plate, the driver and nut kept shearing off the top of the inner screw. The surgeon was not able to use the h/h conn plate in his construct because of this.

Manufacturer narrative:
UDI: (B)(4). One mountaineer head to head cross connector tightener was returned to the customer quality unit for evaluation on november 2, 2017. There was no immediately visible damage found to the mountaineer head to head cross connector tightener. As a precaution, torque testing was conducted on the tightener using a load cell. The evaluation set up consisted of a single test frame. A 5.5mm rod was secured in the load cell with the tightener attached to the rod. The tightener was then torqued until it reached its limit. This was performed eighteen (18) times. This head-to-head cross connector tightener provides the correct amount of torque for its specifications. There were no issues found in the use of this instrument. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No root cause analysis is necessary at this time for the mountaineer head to head cross connector tightener as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.